Manufacturer narrative:
The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper and abscess are known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In sep 2024 the patient was diagnosed with a buried plate inside an abscess. An unspecified antibiotic was prescribed and the peg tube was scheduled to be removed endoscopically after the antibiotic treatment is completed. As of 02 oct 2024, the infection had not resolved.